Event description:
It has been reported that the status indicator is not working.

Manufacturer narrative:
Updated the UDI to (B)(4).

Manufacturer narrative:
Bad in MFR report number 3030677-2025-001353 should be 13may2025.

Manufacturer narrative:
Updated method code grid.